Event description:
I had all sorts of health issues after having breast implants. I have always taken excellent care of my body and have been physically fit. I was experiencing depression, brain fog, headaches, panic attacks, ibs, breast pain, insomnia, hair loss, uncontrolled weight gain, autoimmune disease, speech issues, dark eye circles, headaches, short of breath and tight chest, pain all over my arms, chest and back, issues with movement.